Event description:
Patient reported right side infection. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at the time of investigation. During the trend review of all infection complaints for gel breast implants for the period of jul 2018 through jun 2020, two outliers were noted (sep 2018 and apr 2019). An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that a primary packaging operator was involved in more than one occasion in this process, however the person was trained in the corresponding procedure. Also, it was found a sealer and a sterilizer were involved in more than one occasion on those processes, however, calibrations, maintenance and the validation processes of these equipment involved, were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in the month of investigation were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there was not an adverse trend for this type of event and no corrective action was deemed necessary at the time of investigation. Reason for reoperation: infection (late onset).

Manufacturer narrative:
The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Patient reported right side infection. Manufacturer of the device is unknown. Device was explanted.